Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a remote follow-up, episodes of undersensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.